Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301948,lot 1811162 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discard it syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the plunger of the syringe. Based on this fact, bd believes that the syringe plunger could break because of a blockage during manufacturing in the primary packaging machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that a syringe s2 20ml 18ga 1-1/2in bd china experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: found the plunger rod damaged. The lot # provided by customer is 1811162.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe s2 20ml 18ga 1-1/2in bd china experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: found the plunger rod damaged. The lot # provided by customer is 1811162.